Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous implantable lead exhibited oversensing of noise that was on all three channels. The noise resulted in pacing inhibition. Technical services discussed possible causes of the noise, including electromagnetic interference. Guidant received additional information that the lead and device were explanted due to an alleged header issue. The lead was returned for analysis.